Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information was requested and the following was obtained: did the device get stuck off of tissue and would not open? The device was opened. Did device get stuck on tissue and would not open? No. Or was the device just difficult to open, and user was able to open device? Yes. If stuck, was device eventually opened? Yes. If able to open device, how was device opened? With applied torque. Was there any damage to tissue when device was stuck, and subsequently removed? Really small amount of bleeding was observed. Was there any change to procedure or post-op patient care? Tissue was sutured and tissue reinforcement was used.

Event description:
It was reported that during an unknown procedure, the device cannot grasp the tissue properly and it doesn't open. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.